Manufacturer narrative:
(B)(4). The service engineer (se) replaced the exhalation valve and exhalation flow sensor. The unit passed extended self-testing.

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.